Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had gel smearing and gel air bubbles (prior to centrifugation). There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Gel smearing was unable to be observed from the photo. Additionally, 100 retention samples from bd inventory were visually inspected and no gel issues were observed. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. This complaint has not been confirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had gel smearing and gel air bubbles(prior to centrifugation). There was no health impact or consequences reported.